Manufacturer narrative:
Due to new information received, the aware date reported in the initial report should be updated to read 23sep2021. The removed fill manifold assembly was returned to failure analysis and testing(fat) dept. The failure analysis and testing department received the helium reservoir part associated with this complaint and performed visual inspection of this part received and part looks to be in good condition. Installed the helium reservoir into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. The failure analysis and testing department verified the failure of leakage and observed helium pressure decrease during tests. During testing fat dept. Observed loosen pressure valve on helium reservoir. That might be a problem for failure. The helium reservoir failed testing. Retaining the helium reservoir in the fat dept. As per procedure.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: the getinge field service engineer (fse) who encountered the issue, found that the fill manifold tests would fail test #2 with leakage, and the helium pressure at the shuttle would increase during the test and it would fail the criteria. To fix the issue, the fse replaced the fill manifold assembly and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge designee who has different contact details from that of the event site; his contact information are as follows: (B)(6). The full event site name is (B)(6).

Event description:
It was reported that during installation of a cardiosave intra-aortic balloon pump (iabp) by a getinge field service engineer (fse) the iabp failed the fill manifold test and had leakage. There was no patient involvement, and no adverse event reported.